Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be due to ¿short latex dwell time" or "latex dip speed out too slow". The device history record was reviewed and found nothing that could have caused or contributed to the reported issue. The instructions for use were found adequate and states the following: do not use the product of have later allergy. Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box". The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the patient was placed in an indwelling urinary catheter to drain urine on (B)(6) 2022, and it was properly fixed. On (B)(6) 2022, the patient felt abdominal pain and discomfort. After examination, it was found that the tube was blocked and the drainage was not smooth. After flushing, the drainage was smooth . On (B)(6) 2022, the patient felt abdominal distension, abdominal pain and discomfort. The patient was examined, it was found that the lower abdomen was distended, and the head end of the drainage tube slipped out. After the examination, it was found that the airbag was ruptured and was in a shriveled state. Immediately reported to the doctor and instructed to re-insert the tube, the drainage was smooth, and there was no urine leakage and hematuria. The replacement of the catheter by the medical staff and the re-insertion of the catheter brought pain to the patient, increased the risk of infection, prolonged the treatment time, and caused dissatisfaction with the patient . No medical intervention was reported.